Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ neoflon catheter tip was damaged. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: tip of the neoflon 24g peel off during insertion.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully verify this incident. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. DHR was performed and no similar qn was raised for the batch.

Event description:
It was reported that bd¿ neoflon catheter tip was damaged. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: tip of the neoflon 24g peel off during insertion.